Event description:
A report was received that the patient was explanted due to ineffective therapy and discomfort at the pocket site. The patient has lost weight (not device related) and the ipg was rubbing against his bone causing him discomfort. The device was working properly and the patient could feel stimulation. The patient was doing well after the procedure.

Manufacturer narrative:
The explanted devices were not returned to bsn for analysis as they were discarded by the medical facility. This is the final report.